Event description:
Fire department personnel were treating a cardiac arrest pt and reportedly observed ECG artifact on the monitor screen each time the combination electrode cables were moved. The electrodes were reportedly replaced and treatment was continued. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.